Event description:
Info received indicates, during a preventive maintenance check, the power cord had a high ground resistance reading.

Manufacturer narrative:
The tech found the ground pin was loose on the power cord. The tech replaced the power cord plug to repair the bed.